Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl adhesive keeps coming off. The customer¿s blood glucose was 400 mg/dl at the time of the incident. The customer¿s current high blood glucose 181 mg/dl. Customer stated that she's had to change the tubing again due to her blood glucose not going below 450 mg/dl. The customer had treated with insulin pump. Customer did not allege insulin pump was under delivering. Customer declined to perform the high pressure test. During high blood glucose troubleshooting customer mentioned that she had a no delivery while trying to deliver a bolus. The drive support cap was normal. The product was not returned for analysis.